Manufacturer narrative:
A burning smell was reported when operating the centrifuge unit. It was noted that the power supply interconnect cable was melted at the board. No injuries, open flames, or smoke was reported, nor fire department being called.

Event description:
Customer reported a burning smell during operation.